Event description:
The patient reported that the ok button was intermittently unresponsive. The patient indicated that the ok button required multiple button presses to elicit a response on the keypad. The patient also stated that she wears the pump exterior to garment and uses a dry cloth to clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 11/23/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the ok keypad button was intermittently responsive and required multiple button presses in order to elicit a response. All of the keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.